Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped fill tubing and requested a minimum of 50 units during the load process. The customer reloaded the same cartridge and received the same minimum fill request. During troubleshooting with tandem technical support, the customer was able to load a new cartridge onto the pump and complete the load process without issue. There was no reported impact to the customer's blood glucose level.